Event description:
It was reported that the patient experienced ineffective therapy after multiple falls. X-ray imaging confirmed the left s1 lead had migrated. As a result, the entire system was explanted via surgical intervention on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which leads; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) , batch: 7868090.